Manufacturer narrative:
The event occurred in india. It was reported that the error message ¿head error¿ was displayed on the rotaflow console. The "head error" was noticed during testing of the device. The rotaflow drive was detected as defective. No patient was involved. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop during treatment therefore, a report is required. On 2026-01-08 the ssu provided the information that the affected rota flow drive (rfd) is out of use and cannot be returned due to reimport reason of medical devices from india. As the affected rotaflow drive is not available for investigation the exact root cause could not be determined. However, the head error is mostly caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on the investigation results the reported "head error" could be confirmed. For the rotaflow console s/n (B)(6) and the rotaflow drive s/n (B)(6) a review of non-conformities was performed on 2025-08-22 and during the time from 2017-06-07 to 2025-08-20. There is a non-conformity in regards to the reported product and failure. The rotaflow console in question was produced on 2017-06-23 and the rotaflow drive was produced in 2017-06-07. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. It is necessary to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. Chapter 2.2.3. Take damaged devices out of service immediately and have them tested by the authorized service personnel. Furthermore, follow the chapter in the service manual for use heart-lung support system rotaflow system/ en / 03 chapter 1.7 service-related work on a device may only be carried out by service technicians who have been trained and instructed and certified by getinge. Service-related work on a device carried out by unqualified service technicians may lead to injury of the service technician, patient or other persons or may lead to device damage. Chapter 1.10 a repair is carried out for maintenance after damage or malfunction of a rotaflow system. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Further information has been received by the getinge ssu (sales and service unit) dated on 2025-10-13 the affected rotaflow drive with s/n: (B)(6) cannot yet be returned for repair by the supplier due to certification requirement issues. For the rotaflow console s/n: (B)(6) and the rotaflow drive s/n: (B)(6): a review of non-conformities was performed on 2025-08-22 and during the time from 2017-06-07 to 2025-08-20. There is a non-conformity in regard to the reported product and failure. The rotaflow console in question was produced on 2017-06-23 and the rotaflow drive was produced in 2017-06-07. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the india market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701043291.

Event description:
The event occurred in india. It was reported that the error message ¿head error¿ occurred on the rotaflow console. No more information provided. More information requested but still pending. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop during treatment therefore, a report is required. Complaint ID: (B)(4).